Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2024615. All inspections were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: animal owner reported that when pushing the plunger rod to release air before use, she saw something like water on the needle tip of the unused syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: animal owner reported that when pushing the plunger rod to release air before use, she saw something like water on the needle tip of the unused syringe.